Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an extended opening on posterior, and fold creases. A microscopic analysis was performed which identified: six striated openings on anterior and a sharp opening on patch. Based on the device analysis the final assessment is: six striated openings on anterior assessed as surgical damage consist in the use of some surgical tool. A sharp opening on patch assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.